Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The pump was returned. The optical bench parameters were verified over the console and all the parameters were in normal range. No other abnormalities were observed. Data logs were reviewed, and the placement signal low alarm was observed. The root cause of the optical signal issue was patient condition related based on log, clinical review and field investigation. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported use of a cp pump to support a patient undergoing high-risk percutaneous coronary intervention. During support, an optical signal issue during impella support. It was confirmed that the motor waveform was functioning normally. Support was continued, and no harm occurred to the patient.